Manufacturer narrative:
Correction: patient indentifier. All information reasonably known as of 26-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 125 ml. Start time of the infusion: (B)(6) 2017 at 2000. End time of the infusion: (B)(6) 2017 at 0800. Additional information received 08-nov-2017 stated the incident occurred while the patient was home. The temperature was ambient. The nurse discovered the incident while visiting the patient's home. The pump was carried at the same level as the catheter.

Manufacturer narrative:
The actual device was not returned. The device history record for the reported lot number, 0202601216, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 2-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 270 ml. Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the first of three reports. Refer to 2026095-2017-00190 for the second event. Refer to 2026095-2017-00191 for the third event. It was reported that three pumps infused too fast on one patient. No patient injury or medical intervention was reported. The device was prepared at the patients home at room temperature. The device infused in 18-hours to 20-hours instead of 24. No additional information was provided.